Manufacturer narrative:
Continuation of d10: product ID tm90q0 lot# serial # (B)(6); product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they have an MRI tomorrow and they were trying to charge their communicator and reported the communicator battery light stays orange all the time. Patient stated they have had communicator charging for 24 hours and stated they were not seeing the green battery light at all. Patient confirmed communicator powers on. Patient unplugged communicator from power supply and stated communicator stayed powered on and the orange battery light went out when unplugged. Reviewed general use of communicator. Patient provided event date as "probably a month or so ago". Patient stated communicator worked when they went to have their last procedure and stated when they plugged communicator in yesterday morning the orange light stayed on. Walked patient through connecting to check communicator battery level on the call. Communicator battery was at 94%. Reviewed communicator general use and charging considerations. Patient inquired about how to activate/deactivate MRI mode. Agent reviewed MRI mode. Patient made a comment that they think "active should say de-active and when you want to turn it back on it should say active". Documented patient's feedback. Patient will continue charging communicator to see if communicator charges fully and will call back if communicator does not fully charge for further assistance. Additional information was received from the patient (pt). They reported that that they had an MRI done today, and they turned it off, but they never turned back on, after that happened, there's a considerable leakage. Patient added that it just leaked, with no straining. Patient was able to connect to the ins and they confirmed that the therapy was on. Agent reviewed that the return of symptoms might be caused by the ins being left off for a period of time. Patient opt to not make any therapy adjustments during the call saying that they will just monitor the symptoms for tonight. Agent documented reported events. Patient also mentioned previously reported event documented on (B)(4), about their communicator that doesn't fully charge, even after being plugged in to the charger for 2 days. Patient mentioned that it's currently at 94%, but never reaches 100%, but it's working okay.